Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.